Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed that the cap colors vary within the same batch, and the camera doesn't recognize the color causing workflow issues. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367958 lot/batch #: 3241305 bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for color variation with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.